Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and the cuff was submerged into a container filled with water and it was observed the cuff leaked air through a small tear. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube would not inflate. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.